Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2017. Model number/catalog number: sc-8120-50, serial number: (B)(4), batch/lot number: 171439a , model/catalog description: artisan surgical ld 50cm 16 contact lead. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure.